Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A certified ophthalmic assistant reported trace diffuse lamellar keratitis (dlk) at 8 o'clock position on left flap edge post lasik. Topical steroid dosage was increased. Dlk was reported to be resolved three days later.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the assumed date of treatment. Diffuse lamellar keratitis is a known complication of refractive laser surgery. The root cause could not be identified conclusively, because no date of treatment is available for review. No possible root cause can be identified. The manufacturer internal reference number is: (B)(4).